Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with no button response due to flattened button dome switch. A button error alarm was not noted. An a21 alarm was not noted. There was a scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and the address/serial number label was stained.

Event description:
Customer reported a button error on her insulin pump. Customer stated she took a shower and after ten minutes, she tried reconnecting to the device. The device then alarmed button error. Customer's blood glucose is 199 mg/dl. Customer's blood glucose at the time of the alarm was 95 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer stated she has an old insulin pump as a back up. The back up insulin pump had an alarm on it, but customer was able to clear it and use the back up insulin pump. Nothing further reported.